Event description:
A male patient with a history of hypertension and hyperlipidemia was admitted for coronary evaluation. The indication for the procedure was stable angina. The patient was currently taking no known cardiac medications. All baseline labs and vital signs measured were within normal limits. Angiography revealed a 90%, 14mm de novo, irregular, eccentric, b1-type lesion in the mid right coronary artery (rca). The vessel was 2.75 mm in diameter and was moderately tortuous. Plavix and integrilin were administered. Intra procedure. The lesion was predilated with a 2.5 x 12mm balloon inflated to 8atms. A 3.0 x 23mm cypher select plus stent was deployed to 16 atms with suboptimal results. During deployment, the balloon ruptured resulting in a distal edge, type-a dissection. A 3.0 x 18mm cypher select plus stent was placed to cover the dissection and was deployed to 12 atms. To ensure full expansion, the stent was post dilated with a 3.25 x 25mm balloon inflated to 26 atms. Following post dilation the vessel perforated and it was noted that the dissection worsened to a type-c dissection and extended distally. Another 3.0 x 08mm cypher select plus stent was placed to cover the dissection and was deployed to 16 atms. To ensure full expansion, the stent was post dilated with a 3.25 x 15mm balloon inflated to 20 atms. The type c dissection again extended further down the vessel. A 2.75 x 13 mm cypher select plus stent was positioned to cover the dissection and was deployed to 20 atms. The stent was not post dilated. No pericardial drainage was required. The events resolved without sequelae. A second lesion was treated in the mid left anterior descending artery (lad). This was an 80%, 24mm, de novo, irregular, eccentric, b1-type stenosis. The vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon inflated to 8 atms. A 2.75 x 28mm cypher select plus stent was deployed to 20 atms. To ensure complete expansion, the stent was post dilated with a 3.0 x 12mm balloon inflated to 20 atms. The patient was discharged from the hospital the following day in stable condition with orders for daily administration of plavix. It is unknown if the patient was prescribed aspirin.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of three reports submitted for related events. Please reference MFR report#s: 9616099-2008-00809, 9616099-2008-00812, and 9616099-2008-00813. Additional information will be submitted within 30 days of receipt.